Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, completely broken off reservoir tube lip (not crack) and missing address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 167 mg/dl at the time of the incident. The customer stated that the crack is seen on the reservoir thread. The customer reported the drive support cap to appear normal. The product was returned for analysis.